Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2024, product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that about 6 months ago, patient has noticed loss of therapy effectiveness (with pain especially bad in the last month) and "settings not available" on their controller. Caller stated impedances are all green/in-range (after checking various reference electrodes) and highest pair was 1290 ohms but patient has also high settings. Caller stated patient has been on dtm programming running around 8-10 ma and they have a high perception threshold. Caller stated patient is charging 3 times a day and they've already tried cycling to lessen recharge burden but patient would rather charge more with better relief. Caller noted that patient has lost 40 pounds and when patient presses on ins, they are able to feel more pain relief. Caller stated x-rays were obtained last week and leads may have moved slightly but not enough to effect programm ing. Patient noted that when they used to turn ins, they noticed drastic difference in pain relief and now, if ins depletes and turns off, they don't notice as big of a difference. Tss reviewed that "settings not available" is likely due to high settings since impedances are in range. Tss reviewed reprogramming, keeping ins charged and potential change in disease stated (as there hasn't been any significant change in the system that would have changed therapy). Tss reviewed hcp could consider examining the pocket to ensure ins is secure but pressing on the ins shouldn't change functioning in terms of therapy delivery given impedances are in-range. The issue was not resolved through troubleshooting.